Manufacturer narrative:
Concomitant medical products: product ID: 748951 lot# serial# (B)(4) implanted: (B)(6)2003, product type: extension. Product ID: 7435, serial# (B)(4) implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 389033, lot# j0333633v serial# implanted: (B)(6)2003, product type: lead. Product ID: 389033, lot# j0333571v, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4) implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was dead and the patient had it replaced. When they went to replace it, they found the wires were corroded and the entire system was replaced in 2007. The patient could not remember the date because it had been a long time ago. He used his therapy 24/7 and he ran down the implantable neurostimulator (ins), which was located in the chest. The wire, which went across the shoulders, also broke. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.